Event description:
Healthcare professional reports 3 blood leaks into the dialysate compartment noted at onset of patient treatment. Healthcare professional reports dialyzers were reused 3-11 times. Healthcare professional reports no patient injury. Healthcare professional reports 2 new renatron reuse devices put into service about six months ago. The healthcare professional reports there is no reverse osmosis water pressure regulator on these devices.